Manufacturer narrative:
Correction- no product was returned for evaluation for this issue (use error). Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Per the t:flex user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. Do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could lead to a very low or very high bg level. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 272 mg/dl and a correction bolus via the pump was delivered to address the bg level. The customer thought that she underestimated the number of carbohydrates consumed and did not deliver enough of a bolus to cover the food. Tandem technical support advised the customer to discuss the event with a healthcare provider. Reportedly, the customer was also using a u-200 insulin in the cartridge.